Event description:
The customer reported a charger fail, filament regulator, and low ma errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended. (B) (4).